Event description:
A malfunction was reported on the pump, but no notable events occurred prior to the malfunction. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Technical support provided information to reset the pump and assisted the caller with the reset, ensuring that the same malfunction code did not recur after the reset. The customer was able to continue using the pump and was advised to call back if the malfunction code reappeared.